Event description:
Revision surgery - due to the patient's ligaments being lax.

Manufacturer narrative:
The reason for this revision surgery was to treat laxity in the ligament after 3 years, 3 months, 8 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 10 prior complaints reported against this part; 4 with the same failure mode of stability, poor joint. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in laxity such as degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.